Event description:
It was reported that the pump touchscreen was cracked and unreadable. Reportedly, the pump was dropped against a hard surface. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain an alternate method of insulin therapy.